Event description:
Instrument, stryker harmonic reprocessed device, was not cutting correctly per surgeon. Also the entire handpiece became very hot to the touch while in use on the patient. This was taken off field and a new stryker harmonic handpiece was obtained. Stryker, kalamazoo, mi us.